Event description:
A customer initially reported a low reading issue with the freestyle libre 2 sensor and ordered a replacement sensor. The customer further reported that due to a delivery delay in the replacement sensor, the customer experienced a medical event. The customer obtained a fingerstick reading of 479 mg/dl on an unspecified device and "overdosed" on 50 grams insulin, subsequently experiencing a loss of consciousness. Customer had contact with a healthcare provider and was treated with injection of sugar and water. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.